Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for routine follow up post implant of new pacemaker. Interrogation of the device revealed that the ra lead was not sensing and visible diaphragm stimulation was noted with each pacing impulse. Programming changes were made. Lead revision was discussed but not yet performed. Patient is stable.